Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. Please see event description below for more details: it was reported that the patient passed away. The cause of death was not provided. It is unknown if the lead contributed to the death. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).